Manufacturer narrative:
Mechanical inspection was completed and it was observed that the red and white wires of the cable were disconnected from the two thermistor wires. The problem was isolated to the damaged thermistor cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was set at the lowest setting to put out 32c, but was actually blowing hot air at 43.7c. The unit did not turn itself off. The unit did not alarm, but was blowing air that was too hot for the setting. He did not know the last time the filter was changed. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was set at the lowest setting of 32c, but unit was blowing air at 43.7c. The unit did not turn itself off or the unit did not alarm. The customer does not know the last time the filter was changed. There was no patient involved.